Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04629. It was reported the pt's two leads were unable to provide full stimulation coverage. The physician removed the two leads and implanted a surgical lead. It was reported that during the procedure, the physician had to remove some scar tissue to implant the surgical lead. F/u determined the pt had effective stimulation and coverage postoperative.